Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted) and the dcb00v system was discarded. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing process record was evaluated, and no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted, a crack at the base between the optic and the base of the haptic was found. The surgery was completed without any complication. In the preparation stage, the amount of opthalmo-viscosurgical device (ovd) filled in the cartridge part was used, and the device was used after about one (1) minute of preparation time after setting. There are no visual issues, no any surgical intervention required. There was no patient injury, no health hazard reported. The dcb00v system was discarded and the lens remains implanted. No further information was provided.